Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16/aug/2018. Date received by manufacturer: 01/aug/2018. The customer returned the blower and blower motor controller (bmc). The parts were tested and passed with no failures. The cause of the event could not be determined.

Event description:
Customer reported error code 1012, air liftoff failure. No patient/user harm reported.